Event description:
It was reported by service report that the x-ray tray could not be operated into position. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: x-ray tray.